Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. A device history record review was requested. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reported screw driver shaft was used in surgery with va-hand system on (B)(6) 2018. The tip of the driver shaft was broken during screw insertion. No fragment remained in the patient¿s body as they removed easily. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient and patient is stable. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: part: 03.130.010; synthes lot: 9881572; supplier lot: na; release to warehouse date: april 04, 2016; manufactured by synthes monument; one nonconformance (nc) was generated during production. This non-conformance is not relevant to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The following investigations were performed: broken: visual inspection performed at customer quality observed that the t4 screw driver shaft was received with a portion of the distal tip broken off at its extreme end in the direction of screw insertion. The broken portions were received. No new issues were identified on remaining portions of the device. The complaint condition agree with the complaint description and the complaint was confirmed. Based on the date of manufacture the drawings reflecting the current and manufactured revision were reviewed. The dimensional inspection performed on the corner to corner extreme tip dimensions measured 1.4 mm (ca-814) that falls within the specifications of 1.4 mm to 1.42 mm. Review of the device history record(s) showed that a nc was generated to address the missing information on inspection sheet which is irrelevant to broken tip complaint condition. Therefore, there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Also based on the device history records (DHR) review and the age of the device, over 2 years, it was confirmed that no issues were identified concerning the material during the time of manufacture of the device. While no definitive root cause could be determined, it is possible that the complaint condition is the result of force applied to the distal end of the screw driver shaft resulting in stresses beyond the failure limit of the shaft during usage/handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient visits hospital regularly.